Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 70 mm diameter abdominal aortic aneurysm. It was reported that during device follow-up, a CT observed that the left limb appeared to have a narrowing as it conformed to the patient's tortuous anatomy. Intravascular ultrasound was used to confirm treatment of the narrowing in left iliac limb. The physician placed a 10x40 medtronic assurant cobalt balloon expandable stent and event was successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).